Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump began to make a racket before the display went blank. The patient's blood glucose at the time fo incident is unknown. Troubleshooting was initiated for the blank display anomaly. There was damage on the bottom of the battery compartment; the casing appeared melted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board also, unable to verify black screen anomaly due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. No corrosion was found on the battery tube noted.